Event description:
This device remains implanted in an expired pt. The return of the device has been requested of the mortuary for analysis. Initial interrogation of the device shows no arrythmia detections or recordings related to the pt death.